Event description:
It was reported that, while in use on a patient an 980 ventilator had an inoperative compressor. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found diagnostic codes. The se performed electrical safety, calibrations and extended self-testing on the device and all tests passed.